Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the wire within the handle of the device broke while using an alliance handle to crush a stone. Reportedly the physician then used a balloon device to get the basket off the stone and safely out of the common bile duct. The patient was scheduled for surgery for gallbladder removal therefore it was decided to abort the stone removal procedure and have the stone removed during the gallbladder surgery. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the wire within the handle of the device broke while using an alliance handle to crush a stone. Reportedly the physician then used a balloon device to get the basket off the stone and safely out of the common bile duct. The patient was scheduled for surgery for gallbladder removal therefore, it was decided to abort the stone removal procedure and have the stone removed during the gallbladder surgery. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the side-car presented push-back, the coil assembly was buckled and presented multiple kinks. The basket wires were even and undeformed and the pull wire was twisted and coiled on the proximal end. The handle assembly was disassembled and it was found that the pullwire was necked down and broken into "v" shape indicating that the wire had most likely sheared apart. The condition of the returned incident device was consistent with the complaint that the wire broke. Microscopic review it was determined that the pull-wire most likely had sheared apart. A material review of the broken component found no anomalies and concluded that the pull-wire met the specifications. The most probable root cause for the reported issue and the observed damaged is operational context as excessive force may have been applied to the device due to anatomical or procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Patient age is unknown; however, reported to be between 58 and 68 years old. Concomitant medical products: balloon-cre balloon dilation catheter. Alliance inflation handle. (B)(4) - (intervention required to remove the device). (B)(4) - the reported event of wire break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).